Manufacturer narrative:
The evaluation and repair of this ventilator has not yet begun. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, upon logging on the achieva plus ventilator, it generated a constant setting error, and the unit became inoperable. There was no pt involvement.